Event description:
Patient's mother reported that patient was admitted to the hospital on (B)(6) 2026 for feeding tube issues, mom advised patient's feeding tube has been removed at this time, she also has been having glucose issues, mom does not know when the child is being discharged. No further information provided.